Event description:
2024-jul-19 rpl 436864 rtg0623167 (con): information was received from a patient (pt)  regarding an external device. The reason for call was patient stated they have the hard time recharging the implanted neurostimulator (ins). Patient stated they tried all day yesterday and just now got to 75% and one time they were trying to charge and the controller said they needed a new battery in the controller. Patient also stated it takes so long to charge the implant and they sat for a couple hours the other day and when they got up the implant was only at 40%. Agent asked patient to inspect the recharger for damage and patient said there was no visible damage to the cord, and that recharger was replaced recently because old one was damaged. Patient then said the controller was rattling. Patient said it was hard to plug the recharging cord into the controller and the plug in does not go all the way into the port. The issue was not resolved. A replacement controller was sent out. No symptoms were reported. See pe 706295185 for previous recharger replacement. Pt requested assistance with the controller pairing. Pt stated she has received the replacement controller but she is having issues connecting pt pair the controller. Pss assisted with pairing. Pt reported she is getting "no device found" patient services (pss)  is walking pt through passive recharge mode. Pt is getting numbers in the 90s...pt is able to connect to charge with excellent quality but the connection keeps cutting out and showing "poor recharge quality" pt verified the ins is sitting at an angle in the pocket. Pss reviewed the ins placement can effect the charge connection and suggested that pt have the ins checked.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6); product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.